Event description:
It was reported that while unpacking the device during preparation for un unspecified procedure, the inner packaging was not sealed properly. While unpacking the express ld iliac/biliary premounted stent delivery system it was noted that the seal on the outer box was intact, however, the seal at the top of the inner package was not sealed thoroughly and opened without resistance. A different device was used to complete the procedure.

Event description:
It was reported that while unpacking the device during preparation for un unspecified procedure, the inner packaging was not sealed properly. While unpacking the express ld iliac/biliary premounted stent delivery system it was noted that the seal on the outer box was intact, however, the seal at the top of the inner package was not sealed thoroughly and opened without resistance. A different device was used to complete the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the inner foil pouch was returned inside the box packaging. Visual and tactile examination of the box noted the label on the top of the box was cut opened. An examination of the inner foil pouch found it was opened at the chevron seal. The opening of the foil pouch measured 8mm in length along the left hand side and 7.5mm in length along the right hand side of the foil pouch with the label facing upwards. A clear impression of a uniform seal was evident on both sides of the pouch. The bsil seal was intact. The device was returned inside the protective coil. No damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).